Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: b3300542, serial/lot #: (B)(6), ubd: 23-apr-2024, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was seen by neurologist and he wasn't having as good deep brain stimulation (dbs) therapy. On interrogation, the system check showed that the right sided lead showed high impedances throughout. There are no patient/external/environmental factors that may have contributed to this event. The issue was not resolved at the time of this report. Additional information was received from the manufacturer representative (rep) that the lead will be revised.

Manufacturer narrative:
Continuation of d10: product ID: b3300542, serial# (B)(6), implanted: (B)(6) 2022, explanted: (B)(6) 2024, product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative (rep) stating that the revision is set for tuesday, march 5th.

Event description:
Additional information was received stating that the lead revision and examination took place. When analyzing the right lead it was determined on the lead testing cable that the lead was showing high impedances throughout each contact. The lead was found to be in the mid neck of the patient due to the trainee doctor having pulled the brain/extension lead coupling to far. During the examination the left lead (stable impedances)was also found in the neck region and an attempt was made by the doctor to move the lead/extension coupling up behind the ear. During this attempt the forces required somehow broke the left lead. The patient therefore had 2 new brain leads and two new extension leads implanted. The original ipg was used. The patient is stable.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.